Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard/davol composix kugel hernia patches on (B)(6) 2002 and (B)(6) 2010 and a bard mesh (bard flat mesh) on (B)(6) 2004. As reported, the patient is making a claim for an adverse patient outcome against all devices. Attorney alleges that the patient had revision surgeries on (B)(6) 2003 and (B)(6) 2010. Attorney also alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2002 - patient was diagnosed with supraumbilical ventral hernia thereby underwent open repair with implant of composix kugel mesh (device 1). Per operation (op) notes, "previous ventral hernia incision site and scar was excised. The defect "was identified. A composix kugel mesh (device 1) was placed and tacked down to the fascia with sutures." On (B)(6) 2003 - patient was diagnosed with abdominal wall cutaneous fistula thereby underwent open repair with excision of composix kugel mesh (device 1). Per op notes, "an elliptical incision was made through the fistula tract extended from the skin down to the upper portion of the mesh. The mesh (device 1) was noted to be moderately displaced with the gore-tex portion rolled up in the subcutaneous tissue. A pocket of purulent material was identified which extended underneath the exposed mesh. A supraumbilical hernia and sac was identified. The mesh (device 1) was excised. The central portion of the mesh had a segment of small bowel attached to it which was dissected free. A small portion of mesh was also adherent to the portion of omentum and was tied with sutures. Old scar tissue was excised. The fascia was then closed with sutures." On (B)(6) 2004 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with implant of bard flat mesh (device 2). Per op notes, "the old incisional scar was excised below the xiphoid to the left of umbilicus. A small multiple hernia sacs were identified. Omental adhesions to the anterior abdominal wall were taken down. The fascia and hernial defect were incised to the level of umbilicus. Sutures were identified and removed from the field. A bard flat mesh (device 2) was placed and secured to the fascia with sutures." On (B)(6) 2010 - patient was diagnosed with recurrent ventral hernia and abdominal wound fistula thereby underwent open repair with partial excision of bard flat mesh (device 2) and implant of composix kugel mesh (device 3). Per op notes, "an abdominal wound or chronic fistula located in the umbilical area and also in the right paraumbilical region was identified. A vertical incision was made through the old scar which was epigastric down towards the umbilical region. The hernia sac was opened. Adhesions involving omentum, transverse colon and small bowel loops against the hernia sac and the anterior abdominal wall and fascial edges of the recurrent ventral hernia were noted and lysed. The old mesh (device 2) was noted to be redundant and loose and it was excised. The abdominal wall chronic wound fistula and inflamed tissue were also excised. The wound was irrigated and fluid was removed. The hernia defect was repaired with a composix kugel mesh (device 3) which was placed into the peritoneal cavity and secured with tacks. On the lateral aspect, some weakness of the anterior fascia was noted and closed with suture. The remnant of the old mesh (device 2) was used for closure and anchoring of new mesh." On (B)(6) 2020 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with excision of bard flat mesh (device 2) and composix kugel mesh (device 3) and implant of synthetic mesh. Per op notes, "a midline incision was made at the old incision site in the xyphoid to just below the umbilicus. A fat containing hernias in the midline was identified and dissected. Dense adhesions to the anterior abdominal wall as well as areas of old mesh were noted and lysed. Bilateral anterior component separation was performed. The area of old mesh (device 3) and anterior sheath were completely excised off. A large piece of synthetic mesh was placed in the retrorectus space and secured with sutures."

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2010) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b6, b7, d3, d4 (product catalog no., corporate lot no., expiry date) d.6b (date of explant) g3, g6, h2, h4, h6, h10. This supplemental emdr represents the bard/davol mesh ¿ composix kugel (device 3). An additional supplemental emdr's were submitted to represent the bard/davol flat mesh (device 2) and bard/davol mesh ¿ composix kugel (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol mesh ¿ composix kugel (device #3). Additional emdrs were submitted to represent the bard flat mesh (device #2) and the bard/davol mesh ¿ composix kugel (device #1). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard/davol composix kugel hernia patches on (B)(6) 2002 and (B)(6) 2010 and a bard mesh (bard flat mesh) on (B)(6) 2004. As reported, the patient is making a claim for an adverse patient outcome against all devices. Attorney alleges that the patient had revision surgeries on (B)(6) 2003 and (B)(6) 2010. Attorney also alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.